Event description:
It was reported by the customer that they had a pca diversion case where the patient was accessing the medication with a personal key then restarting the infusion. There was patient involvement, but no harm. Additional information received 07-may-2026: per report: from (B)(6) to (B)(6): while there is no video evidence inside the patient room to prove the theory, we believe the patient was accessing the syringe chamber using a personally purchased pca key, removing drug from the syringe, reinstalling the syringe, and restarting the pump. The data from the alaris pump supports this as it shows the infusion being paused, chamber being opened, and infusion restarted numerous times throughout the day at times when there was no nurse present in the patient¿s room. The medication that was infusing at the time of the tampering event was hydromorphone 15 mg/30 ml pca syringe. Each syringe should have lasted a minimum of 10 hours if utilized to the maximum frequency based on programmed lockout parameters. Patient received 16 syringes in ~125 hours equaling 52.5 mg in excess of the maximum prescribed by the physician over the course of therapy. Patient did not appear to have suffered any negative outcomes. Patient left ama when questioned about the frequency of syringe exchange and potential accessing of syringe chamber.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had tampering was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.